Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her cable (connecting her stimulator to her electrodes) has moved from the top of her head down towards her ear. The patient's doctor says that it's because he doesn't want to fill her head with staples to keep it in place. The patient reported that it can't move any more now that it's down by her ear. Once it settled, the patient's hair fell out in that little patch of her head. The doctor said this was normal (the hair falling out). The patient wasn't sure if it was normal that the cable moves. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.